Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 360mg/dl. She retested using another meter and received a reading of 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer did not have access to her strip information so meter information was provided. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.